Event description:
It was reported the pt had discomfort at the ipg site which was in the upper buttock. The physician opted to surgically relocate the ipg pocket to the lower abdomen to address the issue. It was reported the discomfort was resolved with the surgical intervention.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.